Event description:
It was reported that the device reached elective replacement indicator earlier than anticipated. The device was explanted and replaced. No patient complications have been reported as a result of this event.